Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on investigation, the pump did not power on due to moisture in the battery compartment. A leak test was performed and no leaks were found through testing. The pump was opened for investigation and did not reveal evidence of moisture ingress or contamination. Product analysis was unable to investigate the reported issue of a dim, faded, discolored display screen due to the pump failing to power on.